Manufacturer narrative:
One cadd administration sets sample was returned for analysis. Leak testing on the samples received were performed using hydrostat vessel to look for unusual functions. However, no leaks were detected from the delamination joins nor other solvent bonds. Due to the fact there was no lots for p/n 21-7394-24 programed to be manufactured in the near future, per previous complaints a review of the manufacturing process for p/n 21-7359-24 l/n 3730590 was conducted by quality engineer on 12-nov-2018, in order to verify that there are no situations or practices that could create the event as described in "complaint description" section. The customer stated problem could not be verified. The root cause cannot be determined since the complaint was not confirmed due to the fact the leak test was successfully passed. No corrective actions are required since the complaint was not confirmed. However, production personnel were notified by quality engineer on 12-nov-2018 as awareness of the defect reported by the customer.

Event description:
Information was received indicating that this extension set exhibited leaking. No adverse patient effects were reported.